Manufacturer narrative:
The customer's report that the set separated was confirmed due to the separation on the as-received tubing. Visual inspection confirmed that the tubing was completely separated from the mini y parallel connector due to insufficient solvent being applied at the engagement of the tubing. A dimensional analysis was performed and the tubing was measured and found to be within specification. Functional testing was not conducted as it is obvious a leak would result from the separation.

Event description:
It was reported that the set separated during a lipid infusion, which was infusing at a rate of 6.3ml/hour, with a total volume to be infused of 126ml. The event occurred few hours into the infusion, the bifuse had been in use for less than 24 hours, and the bifuse had not been used for other fluid or medications. There was no evidence that excessive force from pulling on the line caused the set to separate, and there was no patient harm.